Event description:
It was reported that following completion of the implant of the leadless implantable pulse generator (ipg) the patient became unresponsive, experienced laboured breathing and low blood pressure. The pulse could not be palpated and cardiopulmonary resuscitation(CPR) was performed. Pericardial effusion was noted and a pericardiocentesis was performed with fluid being withdrawn. Shortly after pulseless electrical activity returned and CPR was attempted but a code was called after the pulse could not be regained. The patient passed away.

Manufacturer narrative:
Other relevant device(s) are: brand name: micra, model #: mc1avr1-delsys / expiration date: 2023-04-28 / serial#: (B)(4)/ UDI #: (B)(4). Mfg date: 2021-12-01. Labeled for single use: yes. If information is provided in the future, a supplemental report will be issued.